Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system an intermittent loss of live images during a case. The system had to be removed and the procedure was completed with another system. No patient injury was reported.